Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for routine pulse generator change out. Upon interrogation the device exhibited backup vvi mode. The device was explanted and replaced successfully, the patient was doing well post procedure.